Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 500-600 mg/dl. Customer's blood glucose level was 300 mg/dl. Customer had nausea and was vomiting. Customer's programming matches with the daily totals. Customer verified that the insulin exited the tubing. Customer did not agree that the pump was operating as designed. Customer was advised to contact their health care professional. Customer was asked to return the pump for analysis. No further assistance needed.